Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient's representative reported "mastodynia", "capsular contracture baker grade iii", "grade iii capsular fibrosis", "hardening", "patient is worried about developing bia-alcl" and "rupture" confirmed via ultrasound. Patient representative reported "slight crease", "no signs of rupture" and "discreet fluid around implant". Later patient's representative reported "fibrotic capsule tissue with remnants of foreign material, partially with giant cell reaction", "capsular fibrosis baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient representative reported "mastodynia", "capsular contracture baker grade iii", "grade iii capsular fibrosis", "hardening", "patient is worried about developing bia-alcl" and "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting rupture.